Event description:
It was reported the asymptomatic patient presented remotely. Upon interrogation, it was observed the patient's atrial lead had low pacing impedance. The lead was explanted and replaced without issue. The patient was stable throughout.